Manufacturer narrative:
Investigation summary: a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22025486. The feedback provided by the customer indicates leakage was detected from the maxzero whilst connected to a 10ml precision care syringe; however, no damages or defects were detected to the maxzero or syringe. As part of the investigation the customer provided two videos; analysis of the videos confirmed their experience as leakage was visible at the connection between the syringe and maxzero female luer adapter. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025486 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter, translated from spanish: improper functioning of the valves. At the time of performing maintenance on one of the catheters, the pre-filled syringe of sterile saline solution was properly connected to the maxzero valve, evidencing leakage of the content around it, it was ruled out that it was a inadequate connection because on several occasions the syringe is screwed to the valve.